Event description:
Customer reported that the monitoring computer on css console #8 would not reboot and the computer display was not operational. The pt was switched to a backup css console without impact.

Manufacturer narrative:
Css console #8 was returned to syncardia for evaluation. The root cause of the reported issues was a faulty computer hard disk drive. The hard disk drive was replaced and the monitoring computer booted up as intended, the computer display was operational, and the css console passed the console test validation protocol. No evaluation of the css console computer hard drive will be conducted, because the hard drive exhibited the same failure mode as previously-investigated computer hard drives. This failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions. The css computer is a monitoring device only and does not control css console functionality. There are no adverse trends associated with css console computer hard drives. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring p02 levels, sphygmomanometer for monitoring blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.